Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a burn. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn/it started as a blister, then got real deep, then went to the layers of the skin and resulted in surgery [burns second degree]. Case narrative:this is a spontaneous report from a contactable nurse reported for a patient. A (B)(6) old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number w91242, expiration date aug2021, from an unspecified date to (B)(6) 2019 at one or two wraps applied to the skin once for an unspecified indication. Medical history included morbidly obese. There were no concomitant medications. The nurse wanted to let pfizer know that the thermacare heat wrap, resulted in a burn on a patient. The burn on (B)(6) 2019 was significant enough to require surgery. The burn was a full thickness burn, on the abdomen, and required surgery to repair it. It started as a blister, then got real deep, then went to the layers of the skin and resulted in surgery. The surgery was on (B)(6) 2019. The nurse expected the patient will have scarring. The patient was in mid30's at the time of the event. The patient had a significantly high bmi (body mass index). The patient was in the hospital already, for a reason the nurse did not wish to specify. The patient was discharged, she believed, on (B)(6) 2019, and had recovered with lasting effects, as the patient needed more treatment for what was in the moderate range of injury. The wrap was the large to extra-large size. She refered to the ones used in the hospital, it said lower back and hip heat wrap. The wrap used on the patient was not saved. She provided product information from one of the wraps she had from the hospital, but did not have the box to provide a upc and UDI number. She said, in looking at this, she "goggled" burns with thermacare, and the recall notice came up with the thermacare heat wraps, and this one was not on the recall list, so she "goggled" this product, and (name) came up as a place consumer can get this, so this one was not a problem. She wanted to be clear that there was nothing wet, nothing leaking, and the burn was the size of the area, and the facility was outside of protocol, and this was user error, but she saw the recall and said to make pfizer aware only. She said there were two wraps on the table, so whether it was one at a time, she was not sure. It was applied once over the few hour time period. She would like to make note she was just alerting pfizer to this, it was known user error, there was no leaking, nothing was wet, but there were a few previous recalls, and this was not in the (B)(6) recall. Device was not available for evaluation. The nurse stated that there was no malfunction and thought it was the facility's error. The nurse reported seriousness criteria was medically significant and required medical surgical intervention to prevent permanent impairment/damage to a body function/structure (serious injury). The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The outcome of the event was resolving. The nurse stated that there was a reasonable possibility that the event was related to the device. According to product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a burn. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (03jun2019): new information received from product quality complaints group included: investigation results. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn/it started as a blister, then got real deep, then went to the layers of the skin and resulted in surgery [burns second degree]. Case narrative: this is a spontaneous report from a contactable nurse reported for a patient. A (B)(6) old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number w91242, expiration date aug2021, from an unspecified date to (B)(6) 2019 at one or two wraps applied to the skin once for an unspecified indication. Medical history included morbidly obese. There were no concomitant medications. The nurse wanted to let pfizer know that the thermacare heat wrap, resulted in a burn on a patient. The burn on (B)(6) 2019 was significant enough to require surgery. The burn was a full thickness burn, on the abdomen, and required surgery to repair it. It started as a blister, then got real deep, then went to the layers of the skin and resulted in surgery. The surgery was on (B)(6) 2019. The nurse expected the patient will have scarring. The patient was in mid 30's at the time of the event. The patient had a significantly high bmi (body mass index). The patient was in the hospital already, for a reason the nurse did not wish to specify. The patient was discharged, she believed, on (B)(6) 2019, and had recovered with lasting effects, as the patient needed more treatment for what was in the moderate range of injury. The wrap was the large to extra-large size. She refered to the ones used in the hospital, it said lower back and hip heat wrap. The wrap used on the patient was not saved. She provided product information from one of the wraps she had from the hospital, but did not have the box to provide a upc and UDI number. She said, in looking at this, she goggled burns with thermacare, and the recall notice came up with the thermacare heat wraps, and this one was not on the recall list, so she goggled this product, and (name) came up as a place consumer can get this, so this one was not a problem. She wanted to be clear that there was nothing wet, nothing leaking, and the burn was the size of the area, and the facility was outside of protocol, and this was user error, but she saw the recall and said to make pfizer aware only. She said there were two wraps on the table, so whether it was one at a time, she was not sure. It was applied once over the few hour time period. She would like to make note she was just alerting pfizer to this, it was known user error, there was no leaking, nothing was wet, but there were a few previous recalls, and this was not in the november recall. Device was not available for evaluation. The nurse stated that there was no malfunction and thought it was the facility's error. The nurse reported seriousness criteria was medically significant and required medical surgical intervention to prevent permanent impairment/damage to a body function/structure (serious injury). The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The outcome of the event was resolving. The nurse stated that there was a reasonable possibility that the event was related to the device. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.